Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that they experienced 25913 errors on the erbe generator, which are related to the detection of generator and energy instruments. The user attempted to resolve the issue by changing energy cords, but this did not lead to any change. They then performed a power cycle of the erbe, which restored the energy function to normal. A review of the logs showed recurring instances of 25913 errors (c-71) from all ports on the erbe over the past 30 days. Later, the user reported that the issue returned, and they switched to a force triad generator to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The erbe unit was returned for failure analysis due to the reported problem of "25913 errors on erbe," which were confirmed using logs. The errors included c-71, m-02, and other related error codes. The m-02 error, in particular, is associated with a module timeout issue, indicating that activation was interrupted due to a faulty component of the erbe generator. Visual inspection revealed a hairline crack on the top left corner of the front bezel and other minor physical damages. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.